Manufacturer narrative:
Updated.

Event description:
The customer reported that the unit went ventilator inoperative with error code messages of data acquisition (da) pcba adc failed and data acquisition (da) pcba adc reference failed. The biomedical engineer stated there was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit went ventilator inoperative with error code messages of data acquisition (da) pcba adc failed and data acquisition (da) pcba adc reference failed. The customer reported that the unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient.